Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a separation was observed at the tip transition with exposed components, no other damages or anomalies were observed on the device. A manufacturing record evaluation was performed for the finished device on the lot number 31718926l, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a pentaray nav catheter and the catheter could not be inserted into the patient as the tip was broken. After removing the catheter from the patient, the medical team discovered the tip damage. There had been no difficulty or resistance noted during insertion or removal of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 22-jan-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial tachycardia ablation procedure with a pentaray nav catheter and the catheter could not be inserted into the patient as the tip was broken. After removing the catheter from the patient, the medical team discovered the tip damage. There had been no difficulty or resistance noted during insertion or removal of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and manufacturing investigation of the returned device were performed. Visual inspection revealed device was separated from the tip/shaft transition with internal wires exposed. A manufacturing investigation was performed and it was found that polyamide slid down from its place, creating a weak bond with the adhesive in the tip/shaft transition; causing the device to separate. A manufacturing record evaluation was performed for the finished device lot number 31718926l and no internal action was found during the review. The broken tip issue reported by the customer was confirmed. The root cause of the damaged tip is traced to manufacturing process. The instructions for use (IFU) contain the following information: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. This product issue will be addressed through the quality system. An internal action was opened to investigate and reduce this failure mode on pentaray catheters. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).